Event description:
On (B)(6) 2011, a technician was routinely cutting blocks. The tech pressed the stop button on the console and the chuck came to the top and paused. As it paused, the tech grasped the block to remove it from the chuck and the chuck then allegedly began to move. This resulted in injury to the tech in the form of a laceration to the index finger and thumb. The tech was treated and intervention was required to prevent permanent damage. Company was notified on (B)(6) 2011. Two safety features exist to prevent this type of injury as detailed in the instructions for use. These features include a manual brake which prevents the wheel and chuck from moving and a physical guard that is placed over the knife during block changes. Neither safety feature was employed by the user in this case.